Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to the complaints of weakness in his lower extremities for the past 2 weeks on (B)(6) 2018. On (B)(6) 2018, the patient started noticing black tarry stools and was taking warfarin. Esophagogastroduodenoscopy (egd) was performed on (B)(6) 2018 and found to have gastric erosion. The patient was found to have hemoglobin of 5.7 and inr level of 2.9.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction # (B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests a review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Esophagogastroduodenoscopy (egd) was performed on (B)(6) 2018 and did not find gastric erosion.